Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor (goald). No motor error alarm. The motor passed motor test. The insulin pump had a minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. No unexpected low battery or off no power anomaly noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, low battery, and off no power. The customer's blood glucose level was unknown at the time of the incident. The customer state the insulin pump alarmed off no power. However, the customer did note the insulin pump alarmed low battery prior to the off no power. Troubleshooting was performed for the motor error alarm. The customer stated that the drive support cap was not protruded/loose/sticking out. The insulin pump was able to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.